Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experience dizziness at home on (B)(6) 2022 then sat down and wife witnessed convulsions of both upper and lower extremities. The patient was unaware of event which lasted approximately 1 minute. On (B)(6) 2022, the patient experienced a similar event. They were admitted same day, and a neurological consult was completed with the recommendation for oral levetiracetam (keppra). Computed tomography (CT) of the head was negative. Electroencephalogram (eeg) monitoring was completed during admission and out-patient neurological follow up was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists other neurologic event (not stroke-related) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists neurological dysfunction as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the patient did not have a history of seizures prior to left ventricle assist device (lvad) placement. The cause of seizures was possibly related to electrolyte imbalance. There were no adverse effects from the seizures.